Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which resulted in the patient receiving inappropriate therapy. Reprogramming was completed and the lead remains in use. No further patient complications have been reported as a result of this event.